Manufacturer narrative:
The technician found the brake casters are worn. The technician replaced the brake casters to resolve the issue. Based on this information, no further action is required.

Event description:
The technician reported the brakes are not holding, the brakes will swivel while in brake mode. The bed is located in the facilities ICU. There is no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).